Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that test strips were missing from their onetouch ultra2 kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue occurred at 8:09pm on (B)(6) 2016. The patient does not take any medication in order to manage their diabetes and denied making any changes to their regular diabetes regimen routine as a result of this alleged issue. The patient stated that they experienced symptoms of "dizziness and shakiness" 30 minutes after the product issue started, and as a result of these symptoms self-treated by consuming additional food and/or drink at 10pm on (B)(6) 2016. At the time of troubleshooting the cca educated the customer on the correct contents of their package and was able to confirm that there were missing test strips. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of serious injury after the alleged product issue began.